Event description:
Perclot topical was used on a tonsil case. The powder was placed at the end of the case. The patient took a big breath while they were trying to wake him up. Some of the powder gelled up in the intubation tube which clogged it and the child aspirated the gel. They were able to remove the perclot gel and get the patient stable. Patient was transferred to another hospital where they were evaluated overnight. Stats were low but the patient improved overnight and was able to go home on (B)(6) 2014.

Manufacturer narrative:
According to the initial report the surgeon used perclot topical on a tonsil case at the end of procedure. The patient took a big breath while they were trying to wake him up. Some of the powder gelled up in the "intubation tube" which clogged it and the child aspirated the gel. They were able to remove the perclot gel and get the patient stable. The patient was transferred to another hospital where they were evaluated overnight. Additional information from the representative on 12/31/2014. It is unknown how much perclot was applied during the procedure but hemostasis was achieved. No information was provided as to whether the surgeon removed excess granules following confirmation of hemostasis using gentle saline irrigation and/or aspiration. The cryolife representative was told that "gel was removed from the patient's respiratory system. The gel remained in the intubation tube.", but no information was provided regarding what kind of intubation tube/larynx mask/ent tube was used during the procedure or how the gel was removed from the patient's respiratory system. Also, it is unclear based on the available information how exactly the patient aspirated the material. From what the representative was told, "the patient took a deep breath while still intubated, there was still general oozing at this time and he was trying to wake up." The hospital believes that "loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube." The sample was returned and a review was held. The returned sample consisted of a brown-red colored clot contained in a nasopharyngeal tube, not an intubation tube as described in the complaint summary. Upon gross examination of the sample, it could not be determined whether the sample, either partially or entirely, was perclot topical. The sample was opened and the interior of the tube was exposed. It contained brown colored, gelatinous material. A small amount of material was removed with a blade and smeared on a petri dish. It was light brown in appearance. A drop of purple iodine solution was placed next to the material and upon contact, a characteristic color change from purple to red was noted. This was repeated once more with the same result. The color change indicated the presence of starch, and suggests perclot was present. A record review was performed for lot number ms14g08 and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record (dmr). All lots passed functional testing and met cryolife release specifications. A review was performed of the available information. Their findings suggest that based on the sample review, that perclot was present and was likely the cause of clogging in a nasopharyngeal tube used in a child undergoing tonsillectomy. A nasopharyngeal tube, also known as a nasopharyngeal airway (npa), is a flexible endotracheal tube designed to open a channel between the nostril and the nasopharynx. A correctly placed npa will lie just above the epiglottis having separated the soft palate from the posterior wall of the oropharynx. This information, along with sizing, is pertinent because if the npa is too short it will fail to separate the soft palate from the pharynx and if it is too long, it can either pass into the larynx and aggravate cough and gag reflexes. Indications for inserting an npa include: pierre robin sequence, post cranio-fronto-facial surgery, post adenotonsillectomy, post cleft lip and palate repair, and as an emergency airway. In this case and for the purpose of the investigation, the npa was used post adenotonsillectomy. It is unknown how much perclot was used or whether it was irrigated following confirmation of hemostasis. The report is ambiguous regarding the timeframe between hemostasis achievement and placement of the npa. Furthermore, it is not known precisely where perclot granules were applied, although it is likely that application occurred near the base of the palatine tonsil. According to the report from the hospital, "some of the powder gelled up in the intubation tube which clogged it and the child aspirated the gel." Safety of the product when aspirated in the respiratory system has not been evaluated, and according to the instructions for use (IFU), "care should be taken to avoid aspiration of perclot topical into the airway during application." Aspiration is a known potential complication of any material used in the pharyngeal region. With regards to the product clogging the npa, the order of associated events is unclear. It is unknown whether the perclot was applied prior to insertions of npa or while the npa was present. This information would be useful in determining how the gel was introduced into the npa. Though it is not clear how or when the granules or gel was introduced into the npa, the cryolife representative stated, "they think loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube." The distal end of the npa may have come into contact with loose particles of perclot upon or following insertion. Patient airflow within the oropharynx with the npa in place, likely contributed to the movement of loose perclot granules or dislodgement from the gelled matrix. According to the IFU, "once hemostasis is achieved, remove excess granules carefully and completely by gentle saline irrigation and aspiration." Intentional irrigation at the site of application of the granules may hydrate any remaining dry particles causing formation of the gelled matrix, which has a strong adhesive property, thus preventing loose granules from migrating to unintentional locations.

Event description:
Perclot topical was used on a tonsil case. The powder was placed at the end of the case. The patient took a big breath while they were trying to wake him up. Some of the powder gelled up in the intubation tube which clogged it and the child aspirated the gel. They were able to remove the perclot gel and get the patient stable. Patient was transferred to another hospital where they were evaluated overnight. Stats were low but the patient improved overnight and was able to go home on (B)(6) 2014. Additional information from the representative on 12/31/2014. It is unknown how much perclot was applied during the procedure but hemostasis was achieved. No information was provided as to whether the surgeon removed excess granules following confirmation of hemostasis using gentle saline irrigation and/or aspiration. The cryolife representative was told that "gel was removed from the patient's respiratory system. The gel remained in the intubation tube.", but no information was provided regarding what kind of intubation tube/larynx mask/ent tube was used during the procedure or how the gel was removed from the patient's respiratory system. Also, it is unclear based on the available information how exactly the patient aspirated the material. From what the representative was told, "the patient took a deep breath while still intubated, there was still general oozing at this time and he was trying to wake up." The hospital believes that "loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube."

Manufacturer narrative:
According to the initial report the surgeon used perclot topical on a tonsil case at the end of procedure. The patient took a big breath while they were trying to wake him up. Some of the powder gelled up in the "intubation tube" which clogged it and the child aspirated the gel. They were able to remove the perclot gel and get the patient stable. The patient was transferred to another hospital where they were evaluated overnight. Additional information from the representative on 12/31/2014. It is unknown how much perclot was applied during the procedure but hemostasis was achieved. No information was provided as to whether the surgeon removed excess granules following confirmation of hemostasis using gentle saline irrigation and/or aspiration. The cryolife representative was told that "gel was removed from the patient's respiratory system. The gel remained in the intubation tube.", but no information was provided regarding what kind of intubation tube/larynx mask/ent tube was used during the procedure or how the gel was removed from the patient's respiratory system. Also, it is unclear based on the available information how exactly the patient aspirated the material. From what the representative was told, "the patient took a deep breath while still intubated, there was still general oozing at this time and he was trying to wake up." The hospital believes that "loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube." The sample was returned and a review was held. The returned sample consisted of a brown-red colored clot contained in a nasopharyngeal tube, not an intubation tube as described in the complaint summary. Upon gross examination of the sample, it could not be determined whether the sample, either partially or entirely, was perclot topical. The sample was opened and the interior of the tube was exposed. It contained brown colored, gelatinous material. A small amount of material was removed with a blade and smeared on a petri dish. It was light brown in appearance. A drop of purple iodine solution was placed next to the material and upon contact, a characteristic color change from purple to red was noted. This was repeated once more with the same result. The color change indicated the presence of starch, and suggests perclot was present. A record review was performed for lot number ms14g08 and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record (dmr). All lots passed functional testing and met cryolife release specifications. A review was performed of the available information. Their findings suggest that based on the sample review, that perclot was present and was likely the cause of clogging in a nasopharyngeal tube used in a child undergoing tonsillectomy. A nasopharyngeal tube, also known as a nasopharyngeal airway (npa), is a flexible endotracheal tube designed to open a channel between the nostril and the nasopharynx. A correctly placed npa will lie just above the epiglottis having separated the soft palate from the posterior wall of the oropharynx. This information, along with sizing, is pertinent because if the npa is too short it will fail to separate the soft palate from the pharynx and if it is too long, it can either pass into the larynx and aggravate cough and gag reflexes. Indications for inserting an npa include: pierre robin sequence, post cranio-fronto-facial surgery, post adenotonsillectomy, post cleft lip and palate repair, and as an emergency airway. In this case and for the purpose of the investigation, the npa was used post adenotonsillectomy. It is unknown how much perclot was used or whether it was irrigated following confirmation of hemostasis. The report is ambiguous regarding the timeframe between hemostasis achievement and placement of the npa. Furthermore, it is not known precisely where perclot granules were applied, although it is likely that application occurred near the base of the palatine tonsil. According to the report from the hospital, "some of the powder gelled up in the intubation tube which clogged it and the child aspirated the gel." Safety of the product when aspirated in the respiratory system has not been evaluated, and according to the instructions for use (IFU), "care should be taken to avoid aspiration of perclot topical into the airway during application." Aspiration is a known potential complication of any material used in the pharyngeal region. With regards to the product clogging the npa, the order of associated events is unclear. It is unknown whether the perclot was applied prior to insertions of npa or while the npa was present. This information would be useful in determining how the gel was introduced into the npa. Though it is not clear how or when the granules or gel was introduced into the npa, the cryolife representative stated, "they think loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube." The distal end of the npa may have come into contact with loose particles of perclot upon or following insertion. Patient airflow within the oropharynx with the npa in place, likely contributed to the movement of loose perclot granules or dislodgement from the gelled matrix. According to the IFU, "once hemostasis is achieved, remove excess granules carefully and completely by gentle saline irrigation and aspiration." Intentional irrigation at the site of application of the granules may hydrate any remaining dry particles causing formation of the gelled matrix, which has a strong adhesive property, thus preventing loose granules from migrating to unintentional locations. Common sizes of npas offered on the market range from 12- 36 fr (4 -12 mm diameter), with small adults generally requiring a size 18-21 fr (6-7 mm diameter) and kids requiring a size 15 fr (5 mm diameter) or smaller. Later, it was determined that the npa used in this case was sized 26 fr, which is larger in diameter than what would be expected to be used in a child. It is not known whether the length of the tube was appropriate for the child without additional information about the patient's anatomy or, more specifically, the distance between the center of the patient's mouth to the angle of the jaw (which is a method of determining length of airway devices inserted into a patient). However, if the tube was oversized in both diameter and length, this may have aggravated cough and/or gag reflexes within the patient following placement of the npa, which in turn could have contributed to the migration of loose particles applied. Finally, any npa used should have an IFU that instructs on what do in case of a blockage.

Event description:
Perclot topical was used on a tonsil case. The powder was placed at the end of the case. The patient took a big breath while they were trying to wake him up. Some of the powder gelled up in the intubation tube which clogged it and the child aspirated the gel. They were able to remove the perclot gel and get the patient stable. Patient was transferred to another hospital where they were evaluated overnight. Stats were low but the patient improved overnight and was able to go home on (B)(6) 2014. Additional information from the representative on 12/31/2014. It is unknown how much perclot was applied during the procedure but hemostasis was achieved. No information was provided as to whether the surgeon removed excess granules following confirmation of hemostasis using gentle saline irrigation and/or aspiration. The cryolife representative was told that "gel was removed from the patient's respiratory system. The gel remained in the intubation tube.", but no information was provided regarding what kind of intubation tube/larynx mask/ent tube was used during the procedure or how the gel was removed from the patient's respiratory system. Also, it is unclear based on the available information how exactly the patient aspirated the material. From what the representative was told, "the patient took a deep breath while still intubated, there was still general oozing at this time and he was trying to wake up." The hospital believes that "loose particles that were applied during the tonsil surgery entered the tube and met any moisture that was present or that continued to drip; the gel formed and clogged the tube."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.